Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedances were observed on the day of implant, with contacts 0 and 8 at 40,000 ohms. No other stimulation issues or symptoms were reported. Impedance check with multiple reference electrodes was performed. The cause is unknown, but the issue was resolved. The rep noted they would submit any new information that becomes available.

Event description:
On 2025-jan-17, additional information was received. The rep clarified / confirmed that the high impedances were observed in post-op after the implant surgery on (B)(6) 2024. To ensure the impedances were not due to transient blood / fluid, the physician and the rep agreed to re-check impedances at the post-op appointment on (B)(6) 2024, to see if it resolved. The cause of the high impedances was not determined. The rep confirmed that the contacts with the high impedances did not impact the patient's therapy and they were not needed or used in the programmed settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.